Manufacturer narrative:
S/w ver. 4.11j retainer ring = clear on (B)(6) 2021 the customer reported a crack in the case on the back of the battery compartment, a peeled off display window cover, and red and blue lines on the screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing display window cover, faded serial number label, cracked keypad overlay, keypad overlay peeling, scratched case. The pump passed the displacement test. During testing there are two single pixel width red and blue lines displayed in the right half of the lcd screen. After visual inspection, there is corrosion in/around the following: battery compartment, back of the lcd screen. Also there are some tiny cracks below the screen itself. In summary, the customer's report of a crack in the case on the back of the battery compartment, a peeled off display window cover, and red and blue lines on the screen was confirmed during visual inspection. The red and blue lines are due to the cracks in the glass below the lcd screen. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on it and screen plastic was peeling off and there was a red and blue line on the screen when being used. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.